Event description:
It was reported that during the implant procedure, the physician was having hard time entering the epidural space and had a dural tear. It was noted the patient developed some allodynia and new pain down her right anterior thigh which might be caused by an irritated nerve during implantation. The patient was prescribed with steroid and the patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn : m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).